Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues heartmate 3 left ventricular assist system (lvas), with serial number (B)(6), were reported or identified through this evaluation. The controller event log file contained events from 21jan2024 through 23jan2024. The left ventricular assist device (lvad) event log file contained events from 23jan2024. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended throughout the duration of the file. It was reported that the patient had driveline/modular cable trauma. It was later communicated that there was no new damage to the driveline/modular cable and only damage to the white power cable of the controller as reported under MFR #: 2916596-2024-00636. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU), rev. C, and heartmate 3 patient handbook, rev. D, are currently available. The heartmate 3 patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was taped due to cosmetic damage on (B)(6) 2023. The patient was later evaluated on (B)(6) 2024 for damage and oxidation to their system controller power cable resulting in alarms, and the patient's previous driveline damage was noted while assessing causes of the alarms with technical services. The customer confirmed that there was no new damage to the driveline, and that there was only damage to the power cable. There was no indication that the driveline damage had changed or worsened. There was no allegation against the modular cable or indication of malfunction.

Event description:
It was reported that the patient had drive line/modular cable trauma. Log files were submitted for review and there were no unusual events recorded associated with the reported drive line damage. Related manufacturer reference number: 2916596-2024-00608.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.